Manufacturer narrative:
A replacement pump was sent to the customer. On 1/18/2017 the customer spoke with a medela clinician. At that time the customer reported that his wife had mastitis 3 months previously and that he did not remember which antibiotics she had received at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 1/16/2017 the customer emailed medela stating that his wife was having milk expression issues with her freestyle breast pump. At that time he also reported that she had developed mastitis.